Event description:
Intermittent undersensing noted on atnal lead, at times causing false termination of at/af episode in progress. Atrial lead sensitivity programmed 0.3 mv. Local rep notified. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).